Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified. Additional patient information: ethnicity; not hispanic/latino.

Event description:
Customer advocacy received a copy of the customer's medwatch report which states, "patient reported her arm, proximal to the piv was feeling cool a small amount of cetuximab and saline tko line had leaked from the end of the tubing texium connector which and made sweater damp at the cuff and lower end of sleeve no drips were noted, all absorbed in material of sweater this was about 20 min into hour infusion her piv was patent and had good blood return cap was tight upon initiation of the infusion." An incomplete date of event of (B)(6) 2019 was provided.